Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving an unknown medication via an implanted pump. The patient¿s medical history included hypertension, muscle weakness, depression, restless leg syndrome, failed back surgery with fusion & hardware, spinal stenosis, and lumbar degenerative disc disease. The patient¿s concomitant medications were oxycodone, gabapentin, and requip. The indication for pump use was malignant pain. It was reported that the patient had never gotten relief from the therapy since implant. There were no environmental, external, or patient factors that may have led or contributed to the issue. A dye study was done on (B)(6) 2022 which noted, "contrast noted intrathecal, caudal to the catheter tip. The catheter tip was in an approximate location at t7. Appeared to have some contrast extravasation along the catheter near the catheter connector and the anchor. Given this, we will need to revise the distal portion of her catheter. This was discussed with the patient, and she would like to proceed". Per the reporter, the catheter revision was scheduled for today; however, it was canceled due to the patient developing an unrelated respiratory illness. Surgery was still planned, but not yet scheduled. The issue was not resolved at the time of the report, and it was indicated that the hcp had no further information to provide regarding the event.

Manufacturer narrative:
Concomitant medical products: product ID 8782 lot# serial# (B)(4) implanted: (B)(6) 2022 product type catheter product ID 8784 lot# serial# (B)(4) implanted: (B)(6) 2022 product type catheter. Other relevant device(s) are: product ID: 8782, serial/lot #: (B)(4), ubd: 19-may-2023, UDI#: (B)(4); product ID: 8784, serial/lot #: (B)(4), ubd: 30-jun-2024, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 8782, serial# (B)(6), implanted: (B)(6) 2022, explanted: product type catheter product ID 8784, serial# (B)(6), implanted: (B)(6) 2022, explanted: product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp) via company representative (rep) indicated that upon exposing the spinal incision, the pump segment of catheter appeared kinked immediately below the collet connector. It was reported upon cutting the spinal catheter above the collet, retrograde flow of cerebral spinal fluid (csf) was obtained. It was reported isovue m was injected into the spinal segment and a plume of contrast was observed intrathecal on fluoroscopy. The existing anchor was removed with the tool from the 8785 kit. The pump segment catheter was cut immediately below the collet connector then a new connector from 8785 kit was used to reconnect the segments. The spinal segment of 31.4 cm was primed post-op. The infusion rate of hydromorphone 250 mcg/ml decreased from 45 mcg/day to 25 mcg/day, bupivacaine 20 mg/ml decreased from 3.6 mg/day to 2 mg/day.